Event description:
It was reported that a filter break occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. When an attempt was made to deploy the proximal filter it was observed the proximal filter had detached from the proximal filter hoop and was unable to be deployed. The device was removed from the patient and a second sentinel cps was used to complete the procedure. Patient status: no patient complications were reported.

Manufacturer narrative:
H3 device eval by MFR: the sentinel cerebral protection system (cps) was returned and device analysis performed by a boston scientific quality engineer. Visual, microscopic and functional analyses were performed. Visual and microscopic examination identified the proximal filter unsheathed and partially detached, the proximal sheath was kinked, the articulating distal sheath (ads) relaxed, the distal filter was sheathed, and the distal filter slider was kinked. During functional testing the proximal filter was unable to be deployed due to the kink in the proximal sheath. The observed kink of the distal filter slider did not contribute to the reported proximal filter issues. Product analysis confirmed the reported proximal filter break and proximal filter failure to deploy.

Event description:
It was reported that a filter break occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. When an attempt was made to deploy the proximal filter it was observed the proximal filter had detached from the proximal filter hoop and was unable to be deployed. The device was removed from the patient and a second sentinel cps was used to complete the procedure. Patient status: no patient complications were reported.